Event description:
The customer reported a leak from o2 manifold check valve. This will result in a low o2 alarm when the manifold is connected to the ventilator, and the ventilator will discontinue oxygen support. No patient involvement reported.

Manufacturer narrative:
Updated.